Manufacturer narrative:
Final device analysis revealed no anomalies. The delivery system was returned with the capsule separate and the plunger fully depressed. The trocar needle was fully advanced and no blood or tissue was present.

Event description:
The hcp reported that while placing a bravo ph monitor, the capsule would not attach to the patient's esophagus. No serious injury to the patient was reported.